Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. Patient reports their first ins "quit working" which meant the battery only lasted one year so they had it replaced. The patient said "they didn't say" when asked if one year battery life was the expected longevity. No patient symptoms were reported and no further complications have been reported as a result of this event.